Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that it is unknown if the cable was intact or fully broken. The damaged cable was the black electrical wire and it is unknown if the internal wire exposed due to damaged insulation. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. No signs of thermal damage were observed. Components adjacent to the broken wire do not show damage. The complaint regarding a broken conductor wire was confirmed by failure analysis. The probable root cause of a broken conductor wire is attributed to when the instrument is moved in a grasp/pull/pitch motion, its grip can become dislocated/dislodged and may pull the conductors wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the fenestrated bipolar forceps (fbf) instrument was found to have a broken conductor wire. The procedure was completed with a backup instrument, with no reports of patient injury.